Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse reproduced the leak during a quality control run. The fse noticed liquid leaking from reagent probe b through the wash collar at its home position. The fse confirmed that the leak was due to a malfunctioning solenoid vacuum valve. The solenoid valve had insufficient vacuum to move the wash solution to waste. The fse replaced the solenoid vacuum valve which resolved the issue. The fse verified system performance. Bec identifier for this report is (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a reagent probe b leak in the unicel dxc 800 synchron chemistry analyzer. After the customer had performed multiple maintenance procedures on the system, the customer observed multiple cartridge chemistries failing calibration. Upon troubleshooting the calibration failure, the customer discovered the leak in the reagent probe b. Approximately 15-20 milliliters of fluid leaked and was contained within the unit around the reagent spill tray. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat during this event. The material safety data sheet (msds) was not reviewed by the customer. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No electrical or optical components were affected. No erroneous patient results were generated in connection to this event.